Event description:
Related manufacturer ref: 2184149-2021-00055, 2030404-2021-00013, 3008452825-2021-00100, 3005334138-2021-00133, 3005334138-2021-00134. During a chronic atrial fibrillation ablation procedure, multiple issues surrounding communication, impedance, and physical connection, occurred that resulted in a clinically significant delay. Troubleshooting included catheter, catheter connecting cable, and tubing set exchanges, in additional to rebooting of the generator. The procedure was ultimately still able to be completed with no adverse consequences to the patient.

Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. Electrode 1 and the thermocouple met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue remains unknown.